Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston in the insulin pump was pushing the insulin pump panel down instead of moving forward. Customer reported that the bottom portion of the insulin pump became loose but the drive support cap appeared normal. Customer was not sure what caused insulin pump damage. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced. Insulin pump is not returning for failure analysis.